Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 6 devices were received for evaluation; 2 events were confirmed during testing. No components were identified that may have contributed to the event; however, it is known that maintenance practices at the user facility can contribute to the reported event. 4 events were not duplicated during testing; the devices were within specifications for the reported events. There were no remedial actions taken. This device is not labeled for single-use

Event description:
This report summarizes 6 malfunction events, in which the device was reportedly leaking. 3 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.